Event description:
The customer reported the system would not display a unable image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the x-ray problem, and adjusted the system to improve image quality. The system operates as intended.